Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000522. Device evaluated by MFR: no parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a black screen on the mobile view station (mvs).